Event description:
It was reported that during a selenia procedure on (B)(6) 2025, the customer complained of shaking during tomo. A field engineer examined the equipment and found the screws from the worm gear and vta rotation assembly to be loose. The hardware was retightened and the worm gear rechecked. He system met the manufacturer´s specification. No patient or staff injury reported. No other information available.

Manufacturer narrative:
An investigation was completed: on 1/16/2025, it was reported that the system was shaking during tomo. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened the bolts and returned to the customer site on 1/30/2025. The fe replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 5,034 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was no discrepancy noted in the DHR related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d, serial number: (B)(6), manufacture date: 03/23/2011, system installation date: 04/28/2011, unique device identifier (UDI): (B)(4).